Manufacturer narrative:
Model number/catalog number: sc-2316-50e, serial number: (B)(4), batch/lot number: 5132517, model/catalog description: infinion 16 trial lead kit 50 cm.

Event description:
A report was received that the patient had a broken lead under her dressing. The lead was cut at two separate spots and the middle piece was missing. The patient underwent a lead pull procedure.

Event description:
A report was received that the patient had a broken lead under her dressing. The lead was cut at two separate spots and the middle piece was missing. The patient underwent a lead pull procedure.

Manufacturer narrative:
Sc-2316-50e sn (B)(4). Device evaluation indicated that the the complaint has been confirmed. Visual inspection revealed that the lead was cleanly cut approximately 27 cm. From the distal end and 18.5 cm. From proximal end. The missing section of the lead was 4.5 cm. Long. It appeared that the lead was accidentally sheared by a surgical tool or scissors. Both ends were cleanly cut and there were no signs of the lead being exposed to excessive tensile force. Sc-2316-50e sn (B)(4). Device evaluation indicated that the lead passed all tests performed.